Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the prn on a bd intima-ii¿ closed IV catheter system was found exploded before infusing in the afternoon. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the sleeve stopper was damaged and microscopic investigation of the device showed the damaged section had a smooth edge, indicative of contact with an edged tool. The batch record was reviewed, no related abnormalities were found in the manufacturing or inspection process. The root cause could unfortunately not be finalized by the investigative team at this time. According to the complaint information the device was effective through infusion first injection and remained functional until the second injection in the afternoon when it was found to be damaged. This information coupled with the observations made about the condition of the damaged section prevent the finalization of the root cause. However, bd will continue to track and trend for this issue.

Event description:
It was reported the prn on a bd intima-ii¿ closed IV catheter system was found exploded before infusing in the afternoon. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture:yes.

Event description:
It was reported the prn on a bd intima-ii¿ closed IV catheter system was found exploded before infusing in the afternoon. There was no report of exposure, injury or medical intervention.